Manufacturer narrative:
Corrected data: comments provided in section h10 in the initial MDR to address section 6b; not applicable, there is no indication the lens has been explanted, were incorrect. The correct reason for the not applicable response is the lens was not implanted, therefore, not explanted. Device evaluation: the device was not returned for evaluation. Therefore, product testing could not be performed, therefore, a failure analysis of the complaint device cannot be completed. Manufacturing record evaluation: the manufacturing record for the intraocular lenses could not be performed as the serial numbers were not provided as a result of the investigation there is no indication of product quality deficiency all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: unknown, not provided. If explanted; give date: not applicable, there is no indication the lens has been explanted exact date is unknown, during (B)(6) 2021 is provided as a best estimate. (B)(6). Al pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon injection of the lens, there was a hypertension of the eye and the lens was rejected by the eye. It was impossible to re-implant the lens. It was reported that there was no other effect on the patient. Another lens was used instead.